Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the interface (umbilical) cable, power cord and ethernet port were replaced.

Manufacturer narrative:
Patient identifier not available from the site. Onsite functional and visual examination was performed by a manufacturer representative. The system was found to have no issues. The system passed a system checkout.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively and delayed the surgery by 5 minutes. It was reported that the site had trouble transferring exams during the case. The manufacturer representative reported that the pushed exam was inaccurate by 5mm while navigating. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
Correction: the previously reported interface (umbilical) cable that was replaced is a component of a medtronic imaging system and analysis of the component was documented under MDR 1723170-2018-04219. The power cable of the navigation system was returned to the manufacturer for evaluation. Testing found that the ground prong was missing from the cable but the cable passed functional testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The ethernet port for the navigation system that was replaced was returned to the manufacturer for evaluation. Testing found that the connector was damaged and leads were bent inside the unit. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.